Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the tip of the cannula was fractured. An alternate device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.